Event description:
Customer reported the active insulin amount, which is used in bolus calculations on the blood glucose monitor, is incorrect. Insulin has been listed as active as much as 12 hours later. The alleged product was requested for evaluation. No adverse event was reported.

Manufacturer narrative:
The event occurred in (B)(6).